Event description:
It was reported that during the implant procedure this right ventricular (rv) lead exhibited high impedance measurements and helix extension/retraction issues. This lead was removed prior pocket to pocket closure and successfully replaced. No adverse patient effects were reported.